Manufacturer narrative:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ruptured so cannot be used. There was no reported patient injury. The doctor tried to use the mynxgrip for hemostasis in a transfemoral catheter angiography (tfca) procedure. The device was prepped according to instructions for use (IFU). Additional procedural details were requested but are unknown. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open. The sealant and advancer tube remained in the manufacturing position. The procedural sheath and the syringe were not returned with the device. Per functional analysis, a leak test was performed on the balloon and revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a taper-to-taper tear in the balloon approximately 1.5 mm from the balloon proximal neck. A product history record (phr) review of lot f1925203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the balloon loss of pressure was a taper-to-taper tear in the balloon. The exact cause of the reported event could not be conclusively be determined. Based on the information reported it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. A review of the device history record (DHR) associated with lot f1925203 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the balloon of the 6f-7f mynxgrip vascular closure device (vcd) ruptured so cannot be used. There was no reported patient injury. The doctor tried to use the mynxgrip for hemostasis in a transfemoral catheter angiography (tfca) procedure. The device was prepped according to instructions for use (IFU). The device is expected to be returned for analysis.